Manufacturer narrative:
The device was evaluated by zoll medical corporation and the customer's report was not duplicated under testing. Review of the device history logs does show occurrences of the reported error message. The device was subjected to extensive troubleshooting which included the processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.